Event description:
It was reported to boston scientific corporation that during an "anterior/posterior repair, bilateral paravaginal defect repair with pinnacle mesh,...and colpopexy, tension-free," procedure using a pinnacle anterior/apical pfr kit and a sling (brand name/manufacturer unknown), as the physician attempted to throw the pinnacle mesh leg through the ligament, "the device deployed prematurely," which caused the needle to detach within the broad ligament. The surgeon stated that he could not retrieve the needle, as this would cause "more harm" to the patient. It is unknown how the procedure was completed, but it was reported that it was completed without further complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the reported event of needle detached.(B)(4) the reported event of carrier deploying prematurely.the complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4)